Event description:
It was reported that there was high impedance of >10,000. It was noted that all electrodes and all reference electrode combinations were out of range >10,000. It was noted that there was a loss of stimulation and therapeutic effect. Actions required as a result of this event included replacement and surgical intervention. It was noted that the doctor was going to replace the leads. The patient stated that they ¿kept turning it up to see if they felt anything.¿ the patient presented to the nurse practitioner (np) at the doctor¿s office on the date of report with increased pain. Symptoms or complications associated with the event included increased pain reflex sympathetic dystrophy (rsd) and ¿some swelling like they had before implant¿ in the patient¿s left leg. The patient noted that they had not fallen. Diagnostics or troubleshooting included impedance testing. It was noted that the event occurred during device follow-up. The product status of both leads as of the date of report was implanted and remains in service. The patient¿s status was alive with no injury. It was later reported that the patient noted a shocking sensation a month prior to report but did not report it to the doctor. It was later reported that the patient was ¿self-pay¿ and there was a probable revision planned. It was noted that the doctor was on vacation the week of (B)(6) 2014. There was no other information as of (B)(4) 2014. It was later reported that the patient was seeing the doctor to discuss options. There was no additional information as of (B)(4) 2014-04-08. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n302345, implanted: (B)(6) 2011, product type accessory; product ID 37752, serial # (B)(4), product type recharger. (B)(4).